Manufacturer narrative:
Results: power cord sheathing cut.

Event description:
It was reported by service report that the bed has a damaged power cord. The customer could not determine whether there was patient involvement or adverse consequences occurred.